Event description:
The customer reported that the pacer rate and output increase buttons did not respond during preventive maintenance testing. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.